Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. No low battery alerts, failed battery test or weak battery alarms noted. The insulin pump passed the selftest, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratches on liquid crystal display window. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low to 38 mg/dl. The insulin pump had alarmed for a weak battery and for a failed battery test. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The battery cap was cleaned and a new battery inserted and the alarm did not recur. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.